Manufacturer narrative:
H3/h6: the system was serviced. And the system passed system checkout and functioned as intended. It was noted, that the handswitch should be replaced. Codes b01, c19 and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000479 provided the lot number 457427 rev. 1. The hardware was returned and analysis was performed. The x-ray handswitch was installed a test system, and the 2d and 3d buttons were functional when pressed. The store button was non-functional. The handswitch was defective. Codes b01, c02, d02 are applicable to this analysis. The return of bi71000479 provided the lot number 457427 rev. 1. The hardware was returned and analysis was performed. The pendant was installed a test system, and the pendant failed visual inspection. The foil on the front cover was lifted. All buttons on the pendant were functional. The pendant was cosmetically damaged. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the return of bi71000488 provided the lot number 09314 0002 rev. 5. The hardware was returned and analysis was performed. The pendant was installed a test system, and the pendant failed visual inspection. The foil on the front cover was lifted. All buttons on the pendant were functional. The pendant was cosmetically damaged. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000479, lot number : unknown; product ID: bi71000488, lot number unknown h6: multiple annex g codes were coded for this event. G02040 was coded for the kit svc bi71000488 pendant o-arm cntl. G04063 was coded for the kit svc bi71000479 xray handswitch 01. H3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant 1 was not working and the site needed to use the remote pendant. There were also issues with the hand switch. There was no patient involvement.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The pendant and hand switch were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.